Event description:
It was reported during prostate procedure two fibers failed due to fiber metallic hub faulty and shooting in the fiber axis and not lateral shooting. The first fiber failed at 170,000j and 15 mins of use. The second fiber failed at 78510j and 10 mins of use. The procedure was completed using third fiber at 451985j and 45 mins of use. The fiber tips (caps) of all three fibers were not cleaned during the procedure. There was no injury or consequences to the patient due to this event. This event is for first failed fiber.

Event description:
It was reported during prostate procedure two fibers failed due to fiber metallic hub faulty and shooting in the fiber axis and not lateral shooting. The first fiber failed at 170,000j and 15 mins of use. The second fiber failed at 78510j and 10 mins of use. The procedure was completed using third fiber at 451985j and 45 mins of use. The fiber tips (caps) of all three fibers were not cleaned during the procedure. There was no injury or consequences to the patient due to this event. This event is for first failed fiber.

Manufacturer narrative:
Device available for evaluation updated. Device codes added. Device evaluated by manufacturer updated. Evaluation codes added. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify 'forward firing' condition; however analysis identified that the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap bevel edge and the metal cap are not aligned. The glass cap is protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of loose glass cap in metal cap and glass cap proximal fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.